Manufacturer narrative:
(B)(4). This report is for use error ¿ reuse of single-use product, where the home patient (hp) replaced the solution bag during therapy without replacing the rest of the disposable supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) replaced only one solution bag without changing the rest of the disposable supplies. The technical service representative (tsr) explained to the hp that all new disposable supplies must be used when any of the bags are being replaced. The tsr advised the hp to start the therapy over using all new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.